Manufacturer narrative:
Information contained in this report was previously submitted through asr on 10/23/2014. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "itching."

Event description:
Healthcare professional reported right side "itching." Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: "the device related to the reported events of deflation and pruritus was received on april 14, 2021 with lot number 1031930. Analysis of the returned device identified: creases fold, opening curved on posterior and brown particles inner device. Leak test and microscopic analysis were performed which identified: wear abrasion and opening crease smooth on posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: an opening crease smooth on posterior assessed as fold flaw opening." Additional, changed, and/or corrected data: d.9, e.1, h.3, h.6.

Event description:
Healthcare professional reported right side "itching." Healthcare professional reported a right side deflation. Device has been explanted.